Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction intermittent image was due to faulty charged coupled unit (CCD) and cut on cable was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported intermittent signal during an inspection for use involving an Olympus autoclavable camera head. There was no patient injury reported.